Manufacturer narrative:
The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as at this time, it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with an intraocular lens (iol) in the right eye had a yag (yttrium-aluminum-garnet) capsulotomy was performed on (B)(6) 2022, however, the patient continues to experience disabling glare and halos from the lens. Plan is to explant the lens on (B)(6) 2023 at mass eye and ear (different facility). There is no patient injury. The lens remains implanted at this time. No further information is available.